Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab did not inflate. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. X-ray video also was provided. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. Product evaluation an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation or by review of the x-ray video . A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab did not inflate. The balloon was replaced. There was no reported injury to the patient.